Event description:
This product is an FDA-regulated home blood pressure monitor made by a french company. I bought it from amazon. It consistently reads 15-20 mmhg high on the systolic and 10-15 mmhg high on the diastolic, despite closely following the instructions. This is consistent across people in our family and over several months. If you look at online reviews and comments about the product (e.g., on reddit), this is a very common defect that affects lots of american customers. Needless to say, a blood pressure monitor that isn¿t accurate doesn¿t have much medical value. And worse, some people have said they called their doctor or went to the ER because of this device, only to find that their blood pressure was actually normal. The company appears to be aware of this defect, but shockingly, it hasn¿t issued any recall or taken other proactive action. It also has customer service that¿s useless, slow to respond and usually just telling people (like me) that the issue has to be user error and not a defect. I really hope the FDA will step in here and direct the company to issue a recall.